Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was in the air/water channel¿ was confirmed. Residue of white crystallized contamination believed to be infacol (simethicone) type product was evident within the air and water channel. The presence of this contamination highlights a customer handling and reprocessing issue. It is unknown whether the reprocessing was implemented in line with the instructions for use (IFU). It was not confirmed that there was no deformation on the section of the device with the foreign material. There was no report that the device was used for procedure while the event occurred. An intermediate repair was completed to replace the contaminated channels and return the instrument to the OEM specification. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ¿ the instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. In addition to the contamination evident in the air and water channels, additional findings were as follows: light cover glass adhesive was worn. Optical cover glass adhesive was worn. The distal end adhesive was lifting. Insertion tube bending section cover adhesive was lifting. The image alignment was out of alignment. Up, down, and right angles were not to specification. Up/down angle play had minor play evident. The electrical safety test failed to meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope air and water channel or aspiration had problems. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was contamination evident in the air and water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.